Manufacturer narrative:
An in house software investigation has been completed. Case set-up, and angle the surgeon was working at, caused issues with the tracking of the instruments. Proper set-up and angle corrected the issue. Software functioning as designed. Subsequent successful cases have been performed without any issues.

Event description:
A site rep reported that during an ent surgery multiple probes were tracking inaccurately. The surgeon alleged being off by 4-5 mm. The site rep said that they registered the pt twice and the system was still inaccurate. Attempted basic troubleshooting, however, unable to complete as the doctor did not want to stop working. The surgeon completed the procedure with the use of the stealthstation. There was no impact on the pt outcome.